Manufacturer narrative:
The device was returned and evaluated, and the customers allegation was confirmed. Evaluation found that there was whitish foreign material on the inside of the jet tube. Additional findings include; the indication on flexibility adjustment ring is unclear. The switch box and forceps channel port had a dent. The right/left knob had a scratch and grip was shaved. The air/water cylinder and suction cylinder had no color. The following devices had a crack; scope connector, objective lens and light guide lens. The plug unit was damaged and the scop connector cover unit had corrosion due to water leakage. The label on the suction connector was peeled and the connecting tube had a wrinkle. Due to adhesive peeling on bending section cover, insulation resistance value at distal end did not meet the standard value. Due to a chip on objective lens, the image had a dark area partially. Due to a cut on the angle wire, the bending section could not be bent in up direction at all. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the ropes were broken on colonovideoscope. There was no patient harm associated with the device. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection reprocessing manual chapter 5 reprocessing of the endoscope olympus will continue to monitor field performance for this device.